Event description:
It was reported that the user experienced a low blood glucose event during a fingerstick check, with disorientation and brief cessation of speech, and the lowest recorded glucose was 65 mg/dl; the spouse suspected a possible contribution from concurrent medication. Symptoms included confusion and reduced responsiveness consistent with hypoglycemia. Outcomes included recovery to target range after treatment with oral glucose in the form of soda, and no hospitalization. Investigation included customer care troubleshooting and education on hypoglycemia management and recognition of rapidly falling glucose. Investigation of this case revealed no device malfunction and no identified device component issue, and the event aligned with hypoglycemia of unclear cause potentially influenced by external factors such as medications. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.